Manufacturer narrative:
Service reviewed the instrument logs and suggested troubleshooting that included cuvette and dryer tip replacement. Additional smartwashes were added for the probes but a single part of the architect c4000 could not be determined as the specific cause. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in the complaint. A review of manufacturing documentation did not identify any non-conformances or potential non-conformances for the architect c4000. Labeling was reviewed and found to be adequate. Based on the information, no systemic issue or deficiency of the architect c4000, sn (B)(6), was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. Sid (B)(6) initial result = 0.77 mmol/l, repeat results = 0.53 mmol/l. The previous result from the day prior was 0.51 mmol/l. The customer¿s normal reference range is 0.7-1.1 mmol/l. There was no impact to patient management.